Manufacturer narrative:
Patient age and dob requested but not provided, however, the customer stated that patient was a neonate patient. The customer¿s report of cracks or difficulties disconnecting the set was not confirmed, however a leak was confirmed. No anomalies were observed during visual inspection. A lab extension set was attached to each port of the set and was able to be disconnected with no difficulties observed. Functional pressure testing observed a leak from two of the maxzero components. Closer inspection of the maxzero¿s under magnification observed a microchannel on the interior maxzero walls that allowed fluid to leak. The source of the leak was a microchannel found in two of the maxzero¿s. The root cause of the microchannel which created a fluid path is a manufacturing issue.

Event description:
The customer reported that the quad fuse tubing set port was leaking medication at the connection to another tubing set during a dopamine and epinephrine infusion while in use on a neonate patient. There was no patient harm.